Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The indication for procedure was symptomatic pop, grade 3 cystocele, grade 1 to 2 apical vaginal wall descent, grade 1 to 2 rectocele, genuine stress urinary incontinence, and hypermobile urethra. Concomitant procedures included laparotomy, abdominal sacral colpopexy, right salpingo-oophorectomy, moschcowire culdoplasty, birch retropubic urethropexy, abdominal paravaginal repair, cystoscopy, and lysis of adhesions. It was reported that following insertion the patient experienced urinary/bowel problems, and recurrence. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Manufacture date: 03/01/1999.